Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085455) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a nurse and describes the occurrence of device dislocation ("right fallopian tube noted to have extrusion near the cornu during surgical procedure"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("cyst on left ovary") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant abdominal pain") and complication associated with device ("mechanical complication indicated"). The patient was treated with surgery (left oophorectomy and total laparoscopic hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, ovarian cyst, abdominal pain lower and complication associated with device outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication associated with device, device dislocation, genital haemorrhage and ovarian cyst with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 10-apr-2019. This spontaneous case was reported by a nurse and describes the occurrence of device dislocation ("right fallopian tube noted to have extrusion near the cornu during surgical procedure"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("cyst on left ovary") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant abdominal pain") and complication associated with device ("mechanical complication indicated"). The patient was treated with surgery (left oophorectomy and total laparoscopic hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, ovarian cyst, abdominal pain lower and complication associated with device outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication associated with device, device dislocation, genital haemorrhage and ovarian cyst with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.